Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A pericardial effusion and cardiac tamponade occurred and procedure was cancelled. It was reported that versacross access solution was selected for use in an atrial fibrillation ablation procedure. During the transseptal puncture, a perforation occurred, which led to the development of cardiac tamponade. It was further confirmed that in the physician's opinion, the access solutions device did not contribute to the patient complication. The versacross device was not inside the patient's body when patient complication began. The versacross device did not cause issue or malfunction during the procedure. The versacross kit was used along with non-boston scientific sheath, mapping catheter, coronary sinys catheter) before the procedure being aborted. Medication was used to reverse anticoagulation. The patient was kept overnight at the hospital for monitoring. No other medical intervention or surgical intervention was needed, as the effusion was resolved on its own.